Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The ICD showed several episodes of noise on the right ventricular lead and the patient received inappropriate therapy. Pacing impedance and threshold were also elevated. The lead was capped and replaced. The patient is in stable condition.